Event description:
Report received of a tubing rupture that occurred during CT. It was reported that patient was having an unspecified CT scan with a power injection of 100cc omnipaque. The power injector does not have a psi gauge, and the actual pressure was unknown, but it was reported that the maximum pressure is 200psi. The patient had an antecubital IV site. The power injection began, and at some point after the start of the injection, the tubing ruptured. There was no reported bleedback or blood loss. The extension set was replaced for a third time, and ruptured for a third time. No bleedback or blood loss were reported, and the site remained intact. The clinician had change the IV site because she thought that the tubing sets were rupturing because they were in the antecubital site and the patient was bending the arm. The site was changed and the study was completed with no further problems. There were no reported adverse effects to the patient. Additional information was requested, but no further information was provided.